Manufacturer narrative:
Initial 5 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 300344238.

Event description:
It was reported that patient faced adhesive patch and cannula housing detached from spring prior to insertion on (B)(6) 2026 which leads to hyperglycemia and treated with multiple daily injections.